Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that there was no indication that the batteries were an issue and there were no further alarms.

Manufacturer narrative:
Section d9: corrected manufacturer's investigation conclusion: the reported event of display button on the heartmate 3 system controller not being responsive was confirmed during evaluation of the returned controller. The returned controller, serial number (B)(6), was connected to a mock circulatory loop and the display navigation button was unable to navigate through the different display screens. The pump running light emitting diodes (leds) intermittently illuminated when the display navigation button and the surrounding area was pressed. The observed issues were traced to damaged solder joints for the user interface (ui) ribbon cable connector on the ui printed circuit board assembly (pcba). The observed button and led issues are consistent with intermittent connection between the ui ribbon cable connector and the ui pcba. The submitted and downloaded log files were reviewed and captured several powers cable disconnect alarms that were all associated with routine power source exchanged. On (B)(6) 2025, the driveline was disconnected and shortly after both power cables were disconnected. This series of events is consistent with the controller exchange. There were no other notable alarms or events captured in the log files. The root cause of the unresponsive display button and observed led issues were determined to be due to compromised solder pads on the ui pcba; however, further root cause for the damage was unable to be conclusively determined through this analysis. The device history records were reviewed and the records reveal that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. B, heartmate 3 patient handbook, rev. A are currently available. Section 2 of the IFU, entitled ¿system operations¿, provides instruction on how to use the battery power gauge, display, silence alarm buttons, as well as how to interpret the status of the system with the light emitting diodes (leds) on the user interface. Section 8 of the IFU, entitled ¿equipment storage and care¿, provides instruction on how to care for and clean all equipment including the system controller. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had some issues with their system controller. They could not get the display button to work. The patient reported that the button had gotten worse over time and now when the button was pressed it would not illuminate the display with the ventricular assist device (vad) numbers. The pump running symbol was illuminated green. The controller was exchanged to a new controller without any complications. Log files were sent for review. The event log file captured several random power cable disconnects throughout the log file that were not associated with power source changes. This would be unrelated to the button issue. These all occurred on battery power.